Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged opened inner package as no objective evidence has been provided to confirm any alleged deficiency with the kit. The root cause could not be determined based upon available information. It is unknown whether patient procedural factors contributed to the event. Possible contributing factors include improper material handling; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during preparation, the inner package was allegedly identified opened and the guidewire was exposed. It was further reported that another device was used. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during preparation, the inner package was allegedly identified opened and the guidewire was exposed. It was further reported that another device was used. There was no patient contact.